Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function. Final device analysis of the catheter revealed a procedural non-conformance - hole in catheter - user related. The proximal piece of the catheter had a small hole located 22.1 cm from the proximal end. Catheter.

Event description:
The patient was receiving lioresal 2000 mcg/ml via the pump. The patient requested that the pump be explanted due to psychiatric complications, which included episodes of agitation and depression. The patient experienced psychological side effects following what the family said was a bolus. The patient was hospitalized for 2 weeks. In 2008, the pump was filled with normal saline in preparation for the system explant. The system was explanted.